Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. There was no known accident or incident related to the event. The patient was seen in the clinic. A power-on-reset (por) condition was noted. A 0 x 400, parity error was the reason for the por. No patient treatment or outcome was reported. Further information has been requested.